Event description:
It was reported that during a percutaneous coronary intervention, the floppy rotawire guide wire fractured outside of the body. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous proximal left circumflex. The lesion was treated with one ablation, and the physician was then platforming the device at 200,000 rpms in preparation for a second ablation outside of the body when the wire fractured. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'good'.